Manufacturer narrative:
The reported event of unable to untighten the atrial-setscrew to remove the lead was not confirmed. Analysis did not reveal any indication of incorrect wrench insertions by the user. The setscrew was not stripped or damaged, which means the setscrew can be fully engaged by the torque wrench. Additionally, nothing was in the setscrew inset that would prevent full wrench insertions. The setscrew was tested with a torque wrench and the wrench was able to be fully inserted into the inset and engage the inset, and the setscrew was also able to be tightened and untightened normally. No device anomalies were revealed. The device reached normal elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement procedure due to normal eri, the set screw had difficulty being removed from the device header. The screw was eventually able to be removed and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.